Event description:
A break in the retention dome during traction removal. Reportedly, the user did not forcibly grasp the catheter upon removal. The dome section was removed endoscopically. The indwelling period was 189 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.